Manufacturer narrative:
H6: investigation summary: a 2000e china product was not available for investigation; however, the customer indicated the complaint sample was from lot 22046173. The feedback provided by the customer suggests a complete occlusion was detected during use of the smartsite device. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22046173 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. Previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite® and not allowing it to open (appendix 1 & 2). This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the smartsite component in the past 12 months.

Event description:
It was reported while using bd smartsite¿ needle-free connector, priming volume 0.11 ml there was a blockage. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2023, the patient yang bingzhen was hospitalized due to cerebral hemorrhage. The doctor ordered glycerol-fructose intravenously every 12 hours. The nurse connected the indwelling intravenous needle to the infusion connector and found that the connector was blocked. After replacing two, the third one could be used normally. There was no corrective action. Adverse effects on patients and increased workload of nurses